Event description:
Customer performed a blood glucose test at 6:15am and received a result of 501mg/dl. The customer took 7.5 units of novolog and did not eat. The customer was going to the doctor for a routine appointment. The customer felt funny and passed on the way to the lab at 7:00am. The customers blood glucose was taken at the hosp and the result was 26mg/dl, the lab result was 27mg/dl. The customer received a glucose IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.